Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was retunred in a post-inflated state. The device was flushed and a 0.014¿ guidewire was loaded. An indeflator with pressure gauge was used to inflate the balloon to its nominal pressure of 8atms and its rated burst pressure (rbp) of 15atms, without issue. The pressure was released, and negative pressure applied but the balloon would not deflate. Under a microscope, crimping marks were noted on the proximal balloon bond which prevented the balloon from deflating. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a nanocross elite to treat a calcified plaque lesion in the left mid distal superficial femoral artery. Degree of tortuosity was moderate. Degree of calcification was severe. Lesion stenosis was 100%. A 7x45 terumo destination sheath was used. A 6.0 spider filter wire was used as guidewire and embolic protection. The vessel was not pre-dilated. The vessel was post-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. 50/50 contrast inflation fluid was used. IFU was followed without issue. Deflation difficulties occurred. No issues noted during inflation. No damage noted to the balloon catheter. The balloon was not fully deflated for removal. The physician gently pulled the inflated balloon in tandem through the sheath with no trauma to the vessel wall, verified through angiography. The balloon catheter did not catch upon the sheath during withdrawal. Device was safely removed. No injury/intervention. Procedure completed by using a ab14w050120150 without issue.